Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in (B)(6) 2013, and it is 8 years old, past its expected service life of 5 years. During visual inspection, observed a large crack on the top cover, a broken part on the bottom enclosure and missing screws on the top cover, unrelated to the reported complaint. The probable root cause for the observed damaged covers were likely due to user mishandling such as a drop. To remedy the damage covers, the bottom enclosure and top cover needs to be replaced. Also, unrelated to the reported complaint, the patient head restraint loop wires were cut from the top cover of the autopulse platform, likely attributed to user mishandling. The patient head restraint wires could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraint does not render the autopulse platform non-functional. The top cover needs to be replaced to address this issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The defective processor board needs to be replaced to remedy the system error. The archive data revealed latch error 132 - internal watchdog timeout, thus confirming the customer complaint. Also, unrelated to the reported complaint, multiple user advisory (ua)17 (max motor on time exceeded) were recorded. The drivetrain motor brake assembly air gap was found too wide, out of specification. The root cause of (B)(4) was due to a defective drivetrain motor, likely due to normal wear and tear. The drive train motor needs to be replaced to address this issue. During further functional testing, it was noted that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. Deburring/filing of the clutch plate will be performed to remedy the problem. In addition, unrelated to the reported complaint, the load cell characterization test revealed that the load cells were defective (over-reporting). The damaged covers and defective load cells were likely attributed to mishandling such as a drop. Load cells needs to be replaced to address this issue. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.